Manufacturer narrative:
It was reported that an unknown angiomed stent was involved in this event. No further product details are available. As no lot number was reported a manufacturing/labeling review could not be performed. Therefore it is not known whether the reported failure was a possible manufacturing/labeling issue. The alleged failure could not be reproduced and the complaint will be closed with inconclusive result. Potential factors which may have caused or contributed to the reported issue have been considered. In this case an irregularly placed stent might have led to the entrapment of the balloon during post dilatation insufficient pre dilatation, inadvertent movement of the hand during stent release, highly calcified vessel or difficult vessel anatomy may result into an irregular placement of the stent. The product number was not known, but the indication reported represents an off label use for all angiomed stent devices.

Event description:
It was reported that during post-dilatation of a stent, the fibers from the pta balloon became entangled in the stent. After several attempts at removal; the fibers released and the pta device was fully retracted without further incident. Reportedly, during removal attempts, the stent began to move. An additional pta was performed and a stent graft was deployed. The patient was reported to be doing well following the procedure.